Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net in clinic. Post-paced t-wave oversensing was observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes were made on (B)(6) 2017. The patient was stable prior to, during and after the programming changes. No ill effects were noted.